Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that the meter screen was faded and there were missing segments in the results area of the display. A display check was performed and the screen was still faded and that she only saw the bottom portion of the numbers within the results area of the display as there were no segments for the top portion of the numbers. The meter has not been abused and had been stored correctly.